Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 0.049"x 0.144" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this failure is typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted ureteroplasy surgical procedure, the tip of the small clip applier instrument broke. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury.